Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a forceps raising wire adjustment. Inspection and testing of the returned device found there was a gap between the plastic cover and the bonding part of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found deformation of the air/water nozzle, there was a gap between the adhesive part of the plastic cover and the tip body, the bending angle was insufficient, the angle knob had play, the insertion tube was scratched, the flexible tube of the insertion section was crushed, the insertion tube was wrinkled, the illumination lens was cracked, the tip insulation was poor due to the adhesive peeling off the curved rubber, the curved rubber adhesive was missing, the tip cover was scratched, the objective lens adhesive was coming off, the adhesive of the lighting lens was coming off, the operation part was scratched, the operation part was discolored, the insertion part of the corrugated tube was scratched, switch 1 was scratched, the switch box was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was scratched, the operation part side of the universal cord was scratched, the scope connector side of the universal cord was scratched, the scope connector was scratched, the right / left angle fixing knob was scratched, and the suction cylinder paint was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection¿ 3.2 inspection of the endoscope 1.inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2.inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3.inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4.holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.